Event description:
The device had a general malfunction error. The crrt machine abruptly stopped without warning. The treatment was suspended until a new machine was reprimed and the therapy was reinitiated. This was an equipment failure.